Manufacturer narrative:
. E1: country: republic of korea 1. Investigation of the actual sample: 1.1 actual sample upon receipt · runthrough ns · peeled pieces (peeled piece 1 and 2) · ryurei 1.2 confirmation of appearance [runthrough ns] · no anomaly such as a fracture was found over the entire length. · the coil had been kinked (the coil pitch had been opened) in two sections at approximately 30mm from the distal end. · ptfe coating had been peeled off at approximately 600mm - 1070mm from the distal end (peeled section 1), at approximately 1110mm - 1120mm from the distal end (peeled section 2), and at the rear end (peeled section 3). · peeled section 2 had been peeled off towards the diagonal direction. · no anomaly was found in other sections. From the above, it was inferred that the kink (opening of the coil pitch) was caused by some bending force, and the relevance of this event was low. [Peeled piece 1 and 2] · each peeled piece had been entangled. [Ryurei] · no anomaly such as deformation was found. 1.3 confirmation of missing length · peeled section 1: approximately 470mm · peeled section 2: approximately 10mm · peeled section 3: approximately 3mm · peeled piece 1 and 2: since each peeled piece had been entangled, it was not possible to measure the missing length. - since each peeled piece could not be measured, the missing length could not be determined. 1.4 confirmation of dimension · outer diameter of runthrough ns met the factory's specifications. No anomaly was found. 2. History investigation of the product with the involved product code/lot number: · no anomaly was found in the manufacturing record and the shipping inspection record. · no other similar report was found in the past complaint file. 3. Simulation test: <test method> · the metal torque device was tightened to runthrough ns, the metal torque device was pulled out, and abrasion force was applied. <test result> · ptfe coating was peeled off 4. Cause of occurrence/conclusion: based on the investigation result, it was likely that abrasion force and torque force was applied while some hard object (e.g. Metal torque device) was in contact with the involved section, and ptfe coating was peeled off. However, since the details of procedure were unknown, it was not possible to clarify when the event occurred. Relevant IFU reference: "do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the run through ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." Terumo medical products (tmp) (importer) registration no.(B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that fragments came out through the guiding catheter during simple percutaneous coronary intervention (pci) using run through ns and ryurei. Upon checking the substance, the coating was peeled off from the proximal area of the wire, so the product was collected after the procedure. The procedure did not take long, and pci was completed without any problems for the patient. The procedure outcome was not reported. The patient was not harmed.